Manufacturer narrative:
Zimvie complaint (B)(4). B4: date of this report. B5: describe event or problem. D4: additional device information- expiration date updated. D9: device availability. G3: date received by manufacturer. G6: type of report. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date updated. H10: additional narrative. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. DHR review was completed for the subject lot number 63874303. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 63874303 for similar events and one other complaint was identified ((B)(4)). Review completed utilizing keywords:infection based on the summary investigation, no malfunction occurred upon investigation. The reported event remains non-verifiable as it is a medical condition.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown. E1: initial reporter¿s title is not provided / unknown. G4: additional 510(k) numbers are k011028 and k013227.

Event description:
It was reported that in (B)(6) 2022, the patient was seen for a missing tooth in the lower left 7, and after examination, an implant was placed. Initial stability was good, but recently the patient came for follow-up with discomfort and found to be infected. Symptoms as a result of the event: discomfort.